Event description:
A stopcock on a uac line cracked causing loss of blood in an 11-day old infant. The pt's hct dropped to 22 during this event. A transfusion was done which brought it to 28. A second transfusion was required. The infant recovered.